Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during installation of the screw the leading edge thread from an asnis3 4.0mm pt screw separated from the screw and was left in the patient. Adverse event: leading edge thread from an asnis3 4.0mm pt screw separated from the screw and was left in the patient. Medical intervention : attempts made to remove the detached thread with hooks, instruments etc. Surgical delay: 20 min.

Event description:
It was reported that during installation of the screw the leading edge thread from an asnis3 4.0mm pt screw separated from the screw and was left in the patient. Adverse event: leading edge thread from an asnis3 4.0mm pt screw separated from the screw and was left in the patient. Medical intervention : attempts made to remove the detached thread with hooks, instruments etc. Surgical delay: 20 min.

Manufacturer narrative:
Please note corrections to d9/h3; the device was not returned and h6; method, results and conclusion codes were updated. The reported event could be confirmed, since a fragment of the screw is visible on the received x-rays. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on the provided information the mentioned lack of pre-drilling and patients hard bone may have played a certain role. In this relation following statement of the asnis iii cannulated screw system operative technique (as-st-2, rev 2, 11-2016) can be pointed out: [the self-cutting and self-tapping tip of the asnis 4.0mm screw is intended for cancellous bone. In dense cortical bone pre-drilling with the cannulated drill ø2.7mm ((B)(6)and use of the cannulated tap ø4.0mm ((B)(6) is recommended, especially when placing oblique screws] [original statement] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown